Event description:
During a bronchoscope under volume controlled artificial respiration a kion failed. The siemens tech determined the pressure transducer circuit board defected. According to a personal discussion at the hosp, dr acknowledged 14.02.00 that another kion at the same pt showed the same error. Dr saw a connection to the warning note above negative pressure in connection with a closed suction system. Also on the second system a defective pressure transducer circuit board turns out. The 2 kions are today again in operation.